Manufacturer narrative:
Continuation of d10: product ID 37082-20 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type extension h3: the extension, serial# (B)(6), was returned for product analysis. Analysis found no anomaly and the device passed testing/in spection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37082-20, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: extension. Product ID: 3888-56, lot#: va2987w, implanted: 2021, product type: lead. Product ID: 3888-45, lot#: va2du1z, implanted:( B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 37082-20, serial/lot #: (B)(4), ubd: 11-jun-2024, UDI#: (B)(4). Initial reporter name and address: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that after trailing period with quad plus leads (subcutaneous stimulation), the ins and extension were implanted on (B)(6) 2021. After connecting the leads to the extension and the extension to the ins an impedance check was performed while surgery was still in progress. All impedances were good, so the surgery could be finished. 30 minutes after surgery stimulation had been switched on, but there was no paresthesia. Checking impedances again several times with 3v showed all impedance >40,000 ohms. Troubleshooting was performed: ins was reprogrammed, changed reference pole, and increased amplitude all with no improvement. The patient underwent a second surgery the same day. It was seen that the extension was screwed on tightly, still bad impedances. Then extension was reconnected to the ins, all impedances good again. Nevertheless the extension was replaced by another dual extension to exclude error. The issue was resolved at the time of this report. The patient was alive with no injury.